Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.